Manufacturer narrative:
An event regarding altr involving v40 metal head was reported. The event was not confirmed. However corrosion was confirmed following mar. Visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The taper is shown in figures 3 and 4, with debris being observed on the distal surface and taper. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. The head and debris were analyzed under a scanning electron microscope (sem) for further evaluation. Material analysis concluded: debris was observed on the distal and taper surfaces of the head. Eds was performed on the head and debris. The head was consistent with cocr alloy. The debris was consistent with a corrosion product from the v40 head and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: material analysis concluded: debris was observed on the distal and taper surfaces of the head. Eds was performed on the head and debris. The head was consistent with co cr alloy. The debris was consistent with a corrosion product from the v40 head and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined. If additional information such as x-rays or medical records becomes available, this investigation will be reopened.

Event description:
Patient came in for follow up ten years post op complaining of pain. Doctor worked her up and her blood work demonstrated elevated cocr levels. The patient was scheduled for revision surgery. The revision was performed. Surgeon noticed metal debris and soft tissue damage. The femoral and acetabular components were stable. The surgeon thoroughly irrigated and debrided the wound. He put a new sleeve on the trunnion and a new ceramic head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient came in for follow up ten years post op complaining of pain. Doctor worked her up and her blood work demonstrated elevated cocr levels. The patient was scheduled for revision surgery. The revision was performed. Surgeon noticed metal debris and soft tissue damage. The femoral and acetabular components were stable. The surgeon thoroughly irrigated and debrided the wound. He put a new sleeve on the trunnion and a new ceramic head.